Event description:
It was reported by patient stated that there were no eyelet holes in intermittent catheter where the urine gets drained in the bladder from. They have requested that the customer work directly with the manufacturer first to resolve the issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.